Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 23 mg/dl. The customer was treated for their blood glucose with a glucagon shot. The wife found the customer foaming out of the mouth and unresponsive. The customer was not wearing the insulin pump during their hospital stay. The customer believes that their insulin pump was over delivering insulin. The customer was wearing the insulin pump during their hospital stay.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and dog chew marks near the end cap.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.